Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue and product was released for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01170. The pt rec'd her scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the pt felt overstimulation from the ipg up to the leads. She stated that overstimulation effects cause her to feel as if she needs a bowel movement. During a reprogramming session, the pt allegedly felt the overstimulation sensation as soon as she felt stimulation. An x-ray was taken but no anomalies were found. The pt reported that has fallen frequently. Reprogramming efforts will be reattempted. No further information is available at this time.